Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2024 a 8 mm x 59 mm reduced profile gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was intended for use in the left common iliac artery (lcia) for vessel occlusion. The physician advanced the vbx device over a 0.035" command guidewire through an unknown brand/size introducer sheath. It was noted that the 8 mm x 59 mm vbx device was too long. The physician then attempted to retract the vbx device into the introducer sheath to remove the device. During retraction of the vbx device delivery system the stent prematurely separated from the catheter and dislodged in the left external iliac artery (leia). The 8 mm x 59 mm vbx device was ballooned and left in the leia as endotrash. The procedure was successfully completed with a 8 mm x 39 mm vbx device implanted in the lcia. The patient tolerated the procedure.

Manufacturer narrative:
Section h6 updated to reflect completion of investigation. The manufacturing records were reviewed and documented in the product history task. The device lot met all pre-release specifications. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Further information regarding this event was requested by gore, but no further information has been reported, therefore this investigation is considered complete.